Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the reported foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, however due to observed leakage at the electrical connector and forceps channel, proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the el-connector unit, mouthpiece pin, the insertion part of the distal end biopsy channel were found to have a leak. The light guide rod lens were cracked. The charged coupled device unit had a scratch., the distal end cap had a sharp edge, the bending section cover glue was cracked. The bending tube was deformed. The connecting tube had a scratch pocket-pouch. The control unit, grip unit, scope cover had a scratch. The air water nut and suction cylinder painting was peeling off. The switch box unit, universal cord was scratched. The el connector unit was humid. The angulation of the control unit was less or specified value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, there was a problem with the air/water nozzle. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction clogged nozzle, found foreign material of an unknown origin. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.